Event description:
According to the complainant, after advancing the cannula to the targeted site, the "device was stuck in the cannula." Both the cannula and the guidewire were removed with the endoscope. Reportedly, "the ptfe sheath migrated at the transition point, and the core wire was exposed." This procedure was completed using another hydra jagwire. No patient complications were reported as a result of the event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot umber, therefore, the device manufacture date is unknown. A visual examination of the returned guide wire revealed that the sheath was corrugated at the transition point and approximately 17 cm of the core wire was exposed. The complaint has been confirmed and the root cause could not be determined.